Manufacturer narrative:
Reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during routine incoming inspection of a loaner set, it was observed that depth gauge for 2.0 mm and 2.4 mm screws was broken. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot h521668) was received with the distal needle tip slightly bent. The protection sleeve component was not returned and is missing. No fractures or other issues were identified. Dimensional inspection: needle shaft diameter was measured and found to be conforming per relevant drawings. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is unconfirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot h521668) as no fractures or breakage was observed on the returned depth gauge. An unrelated condition of a bent needle and missing protection sleeve was identified. No definitive root cause could be determined for the observed defects. It is possible that the bent condition was due to excessive/unintended forces and/or consistent use/reprocessing over the part¿s lifetime. It is possible that the protection sleeve was misplaced during surgery/reprocessing. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part # 319.006; synthes lot # h521668; supplier lot # h521668; release to warehouse date: 19 jul 2018; supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.